Event description:
It was reported that at the completion of a gynecological procedure in which a lumenis versapulse select 80/100w laser was employed, the laser fiber handpiece was placed on the patient's drape. The cloth drape was reported to have ignited near the distal end of the laser fiber, resulting in the patient sustaining second and third degree burns to the thighs and lumbar regions; the patient is reported to have required skin grafts. Additionally, it was reported that no combustible or alcohol disinfectant had been used during the procedure; the reported disinfectant was isodine.

Manufacturer narrative:
Lumenis safety and technical subject matter experts investigated the event report. The experts obtained the subject device and similar drape material to that employed during the reported procedure. An examination of the subject device found that the device operated to manufacturer specifications. The experts completed a test of the drape material concluding that the drape would only ignite if the laser system was deployed while the laser fiber was in direct contact with the drape fabric. A review of subject device labeling found that the operator manual contains cautionary statements and device usage statements to remind the device operator to device usage in proximity to flammable materials. A review of potential risk found that the event report, although potentially serious in nature, has an extremely low rate of reported incidents. Lumenis concludes the root cause of the event reported to be operator error, failure on the device operator to assure the safe deployment of the laser in proximity to flammable materials.